Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. G4: premarket identification k011028/k013227.

Event description:
It was reported that after placing the implant at tooth site 43, the cover screw did not fit into the implant. No impact on the patient reported. The doctor completed the procedure by changing the implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h11: additional narrative. Zimvie received one (1) tsvb13, (impl tapered scr-v sbm 3.7mm 3.5mm 13mm) for evaluation. Visual evaluation was performed, the implant and bundled mount were returned. The implants cover screw was not returned. The implant had signs of use with markings from removal. The implant engaged and disengaged with an in-house cover screw as intended. Measurements match drawing. DHR review was completed for the subject lot number 1294097. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1294097 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : fit : does not seat¿ a definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. No damage was identified with the implant. The reported event was not unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.